Event description:
Drug/diluent: 5 fu. Fill volume: 325 ml. Flow rate: unk. Procedure: unk. Cathplace: unk. (B)(6). B. Braun reported a fast flow, the pump infused in three days instead of seven days. Start date: (B)(4) 2012, end date: (B)(4) 2012. Adverse event: unknown.

Manufacturer narrative:
Method: the sample has been received by the reporter for inspection and eval. Results: the device eval is anticipated, but not yet begun. Conclusions: a follow-up report will be filed when the investigation has been completed. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. I-flow provides a caution in its dfu (1303046g) which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to,or in direct contact with the skin (21 degrees c/88 degrees f) and the tubing should be under the pt's clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degrees c/68 degrees f), delivery time will increase approximately by 25%. The easypump lt delivery should be started within 8 hours prior to starting infusion may result in a 10% longer delivery time. If the easypump unit needs to be stored in the refrigerator or freezer, allow the unit to warm to room temperature before using. Delivery time information, for the required info to meet room temperature. Note: delivery time can increase significantly as a result of extended storage time. The easypump nominal flow rates are based on the use of normal saline as the diluent. Addition of any drug or use of another diluent may change viscosity and result in increased or decreased flow rate. Use of 5% dextrose will result in 10% longer delivery time. Info from this incident will be included in our products complaint and MDR trend reporting system.